Manufacturer narrative:
The investigation has been completed. The console (ic6921) was sent back for further investigation. The reported issue ¿ difficulty in insertion and removal of purge disc was confirmed. Upon inspection on the purge assembly, glucose residue was found along the purge cassette insert and on purge retainer. The contamination was likely due to liquid leakage from previous usage. And the reported purge disc leaking was unable to confirm based on the investigation of console. The root cause of the failure mode was due to glucose contamination in purge area. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues, which was resolved by using a new console. Actions taken are unknown. No patient was involved.